Event description:
Customer's family member reported pt being hospitalized due to low bg's. Troubleshooting was performed and pump functioned normally. Advised customer to monitor pump and to call back as needed.